Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the error occurred due to a hardware fault. Fuse f3 of the power supply to the cooling unit of the x-ray tube had blown. Although it cannot be determined what caused this error, it is believed that a temporary overcurrent in the power supply is the cause. Such a fault leads to a failure of the cooling unit, which initially results in a loss of cooling power and finally in the unavailability of the x-ray radiation. The latter is a protective function of the system so that it is not destroyed. A corresponding error message is issued on the system. After replacement of the fuse f3 by the local service organization, the system functions properly again. A possible general error which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.